Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the staples did not form properly and the staple line did not hold. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.